Event description:
It was reported that the subject device ceramic tip was broken. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, there was no damage found, but it was an unauthorized third-party tip. The incorrect adhesive was used for the repair and it melted instead of the tip. Dent marks were found in the insertion tube. The event was most likely attributed to the effect of a large mechanical force on the cladding tube. Olympus will continue to monitor field performance for this device.